Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorp hone 10 mg/ml, bupivacaine 10 mg/ml and clonidine 10 mg/ml via an implantable pump for spinal pain. It was reported that the patient had been experiencing a lag at 90% with her personal therapy manager (ptm). Technical services (tss) walked the rep through how to clear the data. According to the attachments, the patient's ptm software version is 2.0.1700